Manufacturer narrative:
A correction to the component code is needed and has been made.

Event description:
A remstar device was returned to a third-party service for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted error codes (e62: err_stuck_ramp_key, e63: err_stuck_knob_key, and e65: err_stuck_encoder_a) and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.